Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock impedances. The health care professional (hcp) called technical services (ts) for troubleshooting assistance. Ts reviewed stored daily impedance trends and provided programming optimization recommendations. At this time, no adverse patient effects were reported. This rv lead remains in service.